Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was 34 mg/dl. The customer was treated with food. Customer stated that she exercised really heavy around lunch time. The customer was advised to monitor the insulin pump and call back if issues persist. The customer was advised that the pump is functioning as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.